Event description:
I am writing to formally report a serious issue concerning the implantation and subsequent failure of a saluda medical pain mitigation device. Following the surgical implantation, I developed a staphylococcal infection which I strongly believe was caused by inadequate sterilization of the surgical suite. On the day of my surgery, the surgical team was delayed significantly due to a prior procedure that took much longer than anticipated. This delay resulted in the hospital having to cancel another scheduled surgery to accommodate the time constraints. L have reason to believe that the surgical suite was rushed in its disinfection process between procedures, which likely contributed to the infection I contracted. The infection has caused significant health complications and has ultimately led to the failure of the implanted device. I am deeply concerned about the safety protocols followed during the surgery and the potential risks posed to other patients. I respectfully request that the FDA investigate this matter thoroughly to ensure that proper sterilization procedures are being followed in surgical environments where medical devices such as the saluda implant are used. The facility in question is owned by the osg (orthopaedic specialty group) located at (B)(6). (Phone: (B)(6)) thank you for your attention to this urgent matter. I am willing to provide any additional information or documentation needed to assist in your investigation.